Event description:
It was reported, the patient lost stimulation therapy from her scs system approximately two weeks ago. A sjm representative met with the patient but was unable to resolve the issue with reprogramming. A system's diagnostics indicated all impedances are normal. The representative will meet with the patient at a later date for add'l troubleshooting of the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.